Event description:
It was reported that the "fiber cap detached (was retrieved) 80 watts 3 minutes and 12 seconds of laser time at 14,480 joules". The procedure was completed with a second fiber. The outcome was reported as "no harm to pt".